Manufacturer narrative:
H2) additional information: product ID 9735225r updated to 9734477 . Lot number is 1914304. H3) the computer has been received by the manufacturer. However, analysis has not be completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a hardware analysis of 9734477 was initiated to determine the probable cause of the issue. Analysis found that the computer booted normally to the application screen. The spine and cranial programs started and ran normally. No unresponsiveness was observed. No video issues were observed. Fdccodes: 67; fdmcodes: 10; fdrcodes: 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was stated that the cause of the unresponsiveness was due to the computer being fried. System first lost responsiveness with the keyboard and mouse and after performing a hard shutdown the computer never rebooted.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The computer was replaced, and the system passed checkout. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735225r, serial/lot : unknown. Follow up with the site is being conducted prior to any system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturer representative just finished uploading a patient's MRI onto the system and was proceeding to the registration screen, when the system had become unresponsive/frozen. The representative was unable to turn off the system through the software so they did a hard restart. When the representative turned on the system both monitors displayed , "no video detected". The computer fan sounded like they were running and the camera beeped normally. The representative took off the covers of the system and noticed the video splitter seemed to be powered on with the appropriate lights. The representative tried unplugging and re-seating the cables with no resolution. There was no patient involvement.